Event description:
It was reported that during a surgical procedure, the tip of the device broke. The end of the tip broke and left only the inner slender straw to use for the remainder of the case. Nothing fell into the surgical site. There were no adverse consequences, no medical intervention and no delay reported.

Manufacturer narrative:
The device will not be returned to the MFR for eval.